Manufacturer narrative:
This complaint has been reopened because the product has been received. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Locking mechanism has come apart.

Manufacturer narrative:
Conclusion and justification status for MDR: the device associated with this report was not returned. A complaint database search against the reported product code found additional reports for functional problems. The previous reported events were investigated and confirmed functional problems. The investigations attributed the root cause to excessive torque applied to the handle while tightening stems. In october of 2007, depuy knee marketing posted an article on access depuy to address issues in the field related to use of the 217863134 rev fem/tib/sleeve clamp. The article states that excessive forces placed on the clamp during efforts to secure the adapter can contribute to the instrument damage and becoming non-functional. In addition, the article suggests proper lubrication may contribute to keeping the clamp functioning properly. The investigation could not draw any conclusions about the current reported event without the device to examine. Based on the inability to determine a root cause, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Conclusion and justification status for MDR: examination of the submitted device confirmed the wrench lever component has become disassembled from the wrench handle. The root cause of the disassembly is unknown. The dowel pin component that secures the wrench lever component to the wrench handle is missing and is required to assist in identification of the root cause of the instrument disassembly. A complaint database search did not identify any trends of disassembly concerns. Based on the inability to determine a root cause and the low frequency of reported events of disassembly, a need for corrective action is not indicated. Monitor through (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.